Manufacturer narrative:
The product placement/removal date changed has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. The product placement/removal date changed has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate.